Event description:
Patient had painful knee.

Manufacturer narrative:
No product was returned for examination. Product information required to search the complaint database by manufacturing lot was not provided. The investigation could not draw any conclusions about the reported event. The reported patient large physical stature and activity level are possible contributing factors to the reported patient pain. The initial reporting indicated the product was not suspected of failing to meet specifications or of contributing to the event. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.